Event description:
This is the first report on the same patient involving two product lot numbers. Refer to medwatch 9681121-2012-00039 for a description of the second event. As reported by the eye care provider (ecp), a patient experienced an infection as a result of contact lens wear. It was reported that it is an abscess that caused pain, redness and infection in the patient's right eye. It was further reported that the patient has completed treatment. However, the specific treatment was not specified. The patient would not provide additional information.

Manufacturer narrative:
(B)(4). Opened and unopened samples were returned for evaluation and found to meet manufacturing specifications. Review of the device history record and sterilization record are in progress. (B)(4).